Event description:
A caller reported an alarm with their tandem mobi cartridge, identified as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. The issue was not caused by exposure to magnets and did not occur during the loading process. Customer technical support (cts) confirmed the alarm and decided to replace the pump, which was under warranty. The caller will continue using their current pump with the option to switch to manual delivery if necessary. Cts provided instructions for returning the faulty pump to tandem, including storage mode steps, and assured the caller that a new pump would be sent. The caller was advised on how to transfer pump settings and connect their continuous glucose monitor to the replacement pump.